Event description:
During a ptc (percutaneous transhepatic cholangiogram), the doctor experienced resistance as he tried to force another catheter into the mak-nv. He continued to force the additional catheter until the mak-nv broke. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: other: the evaluation has not been completed. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the evaluation has been completed. Evaluation: method: device history record was reviewed. Conclusion: a f/u report will be submitted when the evaluation has been completed.